Event description:
During an im nail procedure, the drill bit broke where it connects into the drill. The drill bit was retrieved and the surgeon used another instrument to complete the procedure.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Device used as treatment. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The only visible damage to the drill is the broken connector. The connector sheared just prior to the relief cut on the small diameter section. The damage area has a dark discoloration at the break. The outer diameter was measured to be dia. 5.97 at the break. This dimension is with in tolerance. The inter diameter was measured to be 3.73 at the break. This dimension is also with in tolerance.